Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the tabletop illuminator module was replaced and returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 18, 2009. Based on qa assessment, the product met specifications at the time of release. A tabletop illuminator module was received for evaluation. A visual assessment of the returned sample revealed the right screw in the optic lever arm was loose and the rear panel bushing had cracked. However, these nonconformities did not preclude the sample from functional testing. A known good lamp was installed into the sample then installed into a calibrated system for functional testing. Lumen output from port 1 was found to meet specifications but output from port 2 was found to be below specifications. The module was disassembled and a cracked aspheric collimating lens was found. The root cause of the reported dim illumination can be attributed to a cracked aspheric collimating lens in the table top illuminator module. An internal investigation has been opened to address the issue. The root cause of the reported auxiliary illuminator issue cannot be determined as the system was found to meet specifications the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A biomedical engineer reported that the top illuminator was dim and the bottom illuminator did not work during a vitrectomy procedure. The procedure was completed with the same system. There was no harm to the patient.